Manufacturer narrative:
Device location unknown.

Event description:
It was reported that approximately 9 months post-operatively a yukon oct occipital plate broke. The patient has been revised. A review of the imaging provided by the field indicated that there was also a fractured screw and a migrated set screw. This report is for the migrated set screw.

Manufacturer narrative:
H6 coding has been updated to reflect completion of the investigation.

Event description:
It was reported that approximately 9 months post-operatively a yukon oct occipital plate fractured. The patient has been revised. A review of the imaging provided by the field indicated that a rod and a set screw had also migrated. This report is for the migrated set screw.